Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtyx ii, halo was used on a mid-urethral sling placement procedure on (B)(6) 2014. According to the complainant, during the procedure, the bladder was perforated. There was no need for any intervention since the perforation was very light. Another obtryx halo was used to complete the procedure without any other patient complications.